Event description:
It was reported that the patient received 2nd degree burns to both hands, (one blister on each hand), and redness to both hands after a MRI breast exam. Based on the information received, the cause was the result of improper patient positioning and padding.